Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of peritonitis was unknown. On the same day as onset of peritonitis, the patient began treatment with injection vancomycin (intraperitoneal (ip), 2 grams, frequency and duration not reported) and gentamycin (ip, 20 milligrams once per day for 7 days). Action taken with dianeal therapy was not reported. At the time of this report, the patient was recovering from the event. No additional information is available.